Event description:
Information was received from an unknown source regarding a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. The advanced evaluation began (B)(6) 2022. It was reported that the patient felt as though their symptoms have gone backwards. They are catheterizing as much or more than they were voiding on their own.

Manufacturer narrative:
Outcomes attributed to adverse event: urinary retention. If information is provided in the future, a supplemental report will be issued.